Event description:
It was reported to boston scientific corporation (bsc) through a peer reviewed article published in the british journal of surgery titled intrarenal pressure with hand pump or pressurized bag irrigation: randomized clinical trial at retrograde intrarenal surgery. The publication described a prospective, randomized clinical trial evaluating the impact of irrigation technique on intrarenal pressure (irp) during retrograde intrarenal surgery (rirs) performed with the lithovue single use digital ureteroscope. The study enrolled consenting adults more than 18 years undergoing rirs with laser lithotripsy for intrarenal urolithiasis using lithovue. A total of 38 patients were randomized between july and november 2023; 34 patients were included in the final per protocol analysis (16 in the pressurized bag "[pb]" arm and 18 in the hand pump "[hp]" arm). Exclusions occurred due to technical issues such as pressure wire damage, pressure wire migration, ureteric stricture preventing access sheath placement, or stone burden requiring only basket extraction. Most patients (32/34) had asa grade I to ii. No patients had preoperative ureteric obstruction. One patient in each arm was taking a calcium channel blocker; none were taking blockers. All procedures were performed using an 11/13 fr ureteral access sheath. Study findings the article reported that manual hp irrigation resulted in significantly higher mean intrarenal pressures compared with pb irrigation at 100 mmhg. Surgeon reported estimates of hp force (rated 1 to 10) correlated poorly with actual irp measurements. In two cases where surgeons rated hp force as 3, mean irp values reached 90 mmhg and 120 mmhg, respectively. One patient in the hp arm developed urosepsis requiring IV antibiotics (clavien dindo grade ii) and recovered without further complication. No additional adverse events were attributed to the irrigation method or the lithovue device. Surgeons reported greater satisfaction with visual clarity when using pb irrigation compared with hp irrigation.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date is an approximate based on the range the procedures were performed. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: health care facility: strategic academic recruitment (star) programme, royal college of surgeons in ireland . Block h6: imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2303 captures the reportable event of medication required. Literature source: croghan sm, o'meara s, cunnane em, et al. Intrarenal pressure with hand-pump or pressurized-bag irrigation: randomized clinical trial at retrograde intrarenal surgery. Clinical study. Bjs, 2024, znae137. Https://doi.org10.1093/bjs/znae137